Manufacturer narrative:
A ge rep evaluated the system and upgraded (replaced) the singleboard computer and associated hardware. System operates as intended.

Event description:
Customer reported problems booting up the system.